Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 570 mg/dl. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.